Event description:
It was reported that on (B)(6) 2013, the patient presented with an acute myocardial infarction. Thrombectomy was performed. Pre-dilatation was performed using a 2.0x15 non-abbott balloon dilatation catheter (bdc) for 20 second to 5 atmospheres (atms). A 2.5 x 15 mm rx xience xpedition stent was deployed at 6 atms for 20 seconds. Post-dilataion was performed using a 2.5 x 10 mm non-abbott bdc for 20 second to 12 atms. Intravascular ultrasound (ivus) was not performed because the procedure was for treatment of acute myocardial infarction. Post dilatation was performed and the physician believed that the stent was fully apposed to the vessel wall. On (B)(6) 2013, during a procedure for treatment of a chronic total occlusion of the left anterior descending (lad) coronary artery, a total occlusion with thrombosis was observed proximal to the xpedition stent. Pre-dilatation was performed using a 1.25 mm bdc and a 2.5 x 12 mm xience xpedition stent was implanted distal to the 2.5 x 15 mm xpedition stent . At the conclusion of the procedure, the patients condition was reported as recovered and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion blue. Guide catheter: launcher 6fr ebu 4.0. It is indicated that the device is not returning for evaluation; therefore, an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.